Event description:
In 2001 a patient with history of aortic valve disease underwent a valve replacement procedure (type unknown) involving implantation of the cryopreserved aortic valve & conduit. According to the user facility MDR sent to the manufacturer, the patient developed endocarditis and was readmitted in april, 2001 with diagnosis of unspecified endocarditis. It is indicated that the infectious disease physician could not identify the source of the infection but was concerned about the allograft valve placed 2 months prior. The valve was subsequently removed from the patient in 2001 and replaced with a second aortic valve allograft (same manufacturer).